Event description:
It was reported that the distal inner sheath of the unit broke off in the patient. It was further reported that the procedure was delayed for an unspecified amount of time. The broken piece was retrieved and there was no harm to the patient.

Manufacturer narrative:
The product was not returned for investigation. The reported failure could not be confirmed. The device history record for the affected product/lot number combination was reviewed. No discrepancies were noted. A review of the nonconformance history for the product/part number combination was conducted. No issues were noted relative to the reported failure mode. Possible root causes of the reported failure mode. Possible root causes of the reported failure include the following: excessive force applied by the user; inadequate window profile; the product came into contact with a metal object during use. The IFU for the product provides the following warning regarding the use of excessive force and avoiding contact with metal objects: excessive pressure, such as bending or prying, may cause cutters and burs to bend or break and may cause harm to the patient and/or operating room staff; do not contact disposable arthroscopic shaver blades with metal objects. If contact does occur, it may cause the cutter or bur to break or shed metal. In sum, the customer complaint could not be confirmed. The failure mode will be monitored for future reoccurrence.